Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events h3 other text : device not returned

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer is using u-500 insulin, cold insulin and re-using insulin, and wearing the cartridge for longer than 48 hours. Tandem clinical support informed customer that using u-500 insulin, cold insulin and re-using insulin, and wearing the cartridge for longer than 48 hours, is off label per the user guide. Customer's blood glucose (bg) level was 750 mg/dl, with high ketones. Ketone levels described by their health care provider as life threatening. Elevated blood glucose levels were addressed by customer changing pump supplies and administering a correction bolus via the pump, and manual insulin injection.